Event description:
Reporter indicated that the pt had increased seizures. It is not known if the seizure level is greater than pre-vns baseline levels. The reporter increased the vns duty cycle as an intervention and will continue to monitor the pt. The reporter is unsure what the increase in seizures is related to. Attempts for further info are in progress.